Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was identified during the investigation. Log review confirmed the ilet was functioning as intended, with dosing behavior consistent with cgm input and user interaction. Device data showed multiple pauses in insulin delivery, including one lasting 120 minutes, and an occlusion alert was recorded later in the day. While the exact cause of the hyperglycemia is unknown, these events may have influenced glucose control.

Event description:
On (B)(6) 2025, the user was hospitalized with hyperglycemia and symptoms consistent with early diabetic ketoacidosis (dka) and a blood glucose (bg) was reportedly greater than 400mg/dl. The user self-transported to the hospital, where they received intravenous (IV) fluids and insulin injections. The user was released on (B)(6) 2025 and reconnected the ilet the same day.